Event description:
During a flight on a commercial airplane, an altitude alarm was reported for the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided tips to prevent altitude alarms, which the customer understood and acknowledged. The customer did not need to replace the cartridge and was able to resume insulin delivery with the original cartridge.